Manufacturer narrative:
D5: 06/01/2001.

Event description:
This event was reported as severe heart failure, rocking in aortic annulus with a focal dehiscence and sinus of valsalva aneurysm. No further info was provided.